Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal and the reported patient effects. A relationship to the product, if any, cannot be determined. The reported patient effects of hypotension, ventricular fibrillation, ventricular tachycardia and death as listed in the graftmaster rx coronary stent graft system, instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient went into cardiac arrest after the mid left anterior descending (mlad) coronary artery was treated percutaneously. The 4.0x26 mm graftmaster stent was implanted in the mlad coronary artery to treat a vessel perforation in the mlad. The graftmaster was deployed during cardiopulmonary resuscitation (CPR) which made it a challenge because of the activities of CPR and movement. After the graftmaster was deployed, prolonged balloon inflation was performed along with pericardiocentesis. The graftmaster did not seal the perforation. The patient had a complete loss of blood pressure and was unable to be resuscitated. The patient's cardiac rhythms progressed from pulseless electrical activity to ventricular tachycardia to ventricular fibrillation. The patient expired in the cath lab despite the resuscitation attempts. No additional information was provided.